Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 5 minutes into infusion, the bag of dexmedetomidine 200mcg/50ml was found empty. The medication was initially programmed to run at 0.2mcg/kg/hr, 5.3ml/hr. The clinician immediately stopped the infusion and reviewed the rate that was entered in the pump. It was verified that all information was entered correctly and confirmed with the supervisor. When the tubing set was disconnected from the patient, the fluid was flowing out at a wide open rate. Additional intervention was provided by monitoring hourly the patient's blood glucose. The event occurred in the intensive care unit.

Manufacturer narrative:
Additional info: b.5;g.3

Event description:
It was reported that 5 minutes into infusion, the bag of dexmedetomidine 200mcg/50ml was found empty. The medication was initially programmed to run at 0.2mcg/kg/hr, 5.3ml/hr. The clinician immediately stopped the infusion and reviewed the rate that was entered in the pump. It was verified that all information was entered correctly and confirmed with the supervisor. When the tubing set was disconnected from the patient, the fluid was flowing out at a wide open rate. Additional intervention was provided by monitoring hourly the patient's blood glucose. The event occurred in the intensive care unit. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.